Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient mentioned that she was laying on bed when the dexcom egv was 278 mg/dl. The patient did not check the bg. The patient dosed 30 units of unspecified insulin. The patient reportedly did not double check her reading with the bg because of her arthritis. According to the report, a few minutes later, the patient was diaphoretic and shaky. The husband was asking if the patient needed sugar or something. Per documentation the patient declined to provide further details. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.